Manufacturer narrative:
Technical eval: the return container included the original sterile pouches for all the listed items, plus an add'l pouch for an 026 separator. It was not clear which lot number went with which device. Each item was soaked in and flushed with a 1:10 dilution of household bleach. The first separator evaluated was broken into 2 pieces with the longest piece lodged inside the blood filled catheter. The second piece shows a 90 degree bend at the first taper grind and a break about 1.5cm into the coated region. The incident report says that the separator was never completely introduced into the reperfusion catheter and the "wire looked slightly bent prior to deployment". It is unclear if the bend we observe here is the bend discussed. The two other separators were broken off inside blood filled catheters. The proximal "handle" portion shows a break about 0.8cm into the proximal coating region. The incident report identifies the physician techniques as using long strokes to manipulate the separator wire. The damage to the separator wire is consistent with the coating junction being manipulated outside the rhv. The DHR of this mfg lot has been reviewed. The MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part# 1943.a (lot# l14286). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). The lot has passed all dimensional measurements per spec, in addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. No non-conformance was associated with this lot; the parts released in this lot met process requirement.

Event description:
Physician used three separators and reperfusion catheters, one penumbra sys 032 and two penumbra sys 026. The first separator was put in the reperfusion catheter with difficulty (wire looked slightly bent prior to deployment), and wire would never completely go through the reperfusion catheter. The second 026 separator deployed perfectly and the physician began suction and used the separator. The separator broke at the silver to green transition after physician used long strokes. He broke a third doing to same thing. After further discussion with the physician, he was instructed that the transition should stay housed in the rhv and that long separator movement could cause the separator wire to kink or break if manipulated outside the rhv.